Event description:
A home dialysis patient in (B)(6) with multiple co-morbidities, including cardiac disease, had not felt well for several days. His symptoms included hallucinations, shortness of breath, and a deep cough. During a home dialysis treatment that included bicart, the patient continued to complain of not feeling well. The patients' wife immediately stopped dialysis without returning the blood and disconnected him from the dialysis machine. Several minutes later the patient became unresponsive and CPR was initiated by the home dialysis nurse. Emergency medical services was called and they transported the patient to the hospital where he was later pronounced dead. The home dialysis nurse stated the cause of death was from the patients' underlying cardiac conditions and not from the dialysis treatment or equipment. No autopsy was performed.

Manufacturer narrative:
The bicart product involved in this incident was discarded and the lot number is unknown; therefore, an investigation could not be performed.